Event description:
During cardiopulmonary bypass; the "arterial" pump stopped functioning. The pump was operated manually. The pump display showed "diff. Err". The pump was replaced with another pump. The malfunctioning pump was placed in an alternate heart-lung machine, and functioned normally. The replacement pump operated normally, and the case proceeded without further incident.